Event description:
It was reported that the customer had a prime/fill anomaly on the insulin pump. The customer's blood glucose level was 156 mg/dl. The customer pulled the reservoir and primed the tubing by holding the act button until it alarmed no reservoir. The customer rewound the insulin pump and tried to prime the tubing and we see no drops but no numbers ever appear. The customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with scratched case, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.